Event description:
In 2009, the lay-user/pt contacted lifescan (lfs) alleging that the onetouch ultrasmart meter is giving inaccurate high readings. On march 13, 2009, this medical affairs specialist contacted the pt to clarify information obtained from the initial phone call. The pt tests her blood glucose more than 4 times per day and controls her diabetes with novolog and levimir insulin. The pt takes novolog insulin based on a sliding scale per the lfs meter readings. The pt has an insulin sensitivity of 50 mg/dl to 1 unit of insulin. On the event day, the pt reportedly ate breakfast at 9:30am and obtained a blood glucose reading of "194 mg/dl" on the subject meter between 9:30am and 12pm before her scheduled doctor's visit and took her sliding scale insulin accordingly. At approx 12:30pm, as the pt was waiting to see her doctor, the pt got up and started to feel dizzy. Reportedly, the pt fell and hit her head on the counter. The pt tested at "64 mg/dl" on the doctor's meter. No blood glucose reading was obtained on the subject meter at the time of concern. The doctor treated the pt with food/beverage. There was no diagnosis of hypoglycemia or hyperglycemia at the time of concern. The pt felt that the subject meter had been giving her higher readings than her other meter (unspecified type). The pt could not give any numeric values for the comparison but indicated that the subject meter gave readings that were 40 points higher than the other meter. The pt further stated that her doctor had been increasing her dosage based on the elevated blood glucose reading obtained on the subject meter prior to the day of the incident. After the day of the incident, the pt's doctor decreased her insulin regimen based on the other meter, which she felt was more accurate and was giving relatively lower readings compared to the subject meter. During troubleshooting, the customer care advocate verified that the testing technique was correct, the puncture area was cleaned appropriately, and the reported meter readings were confirmed in the meter's memory. This complaint is being reported because the pt claimed she received medical intervention suggestive for hypoglycemia after she took insulin based on an alleged elevated reading obtained on the lfs meter. Replacement products were sent to the pt.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned. Lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.